Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure a balance middleweight hydro guide wire distal end separated and the tip remains in the patient anatomy. As the tip remained in the anatomy, long term dapt was also given. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review, and similar incident query was not performed because the lot number was not provided. The investigation determined the reported difficulties, patient effect, and subsequent treatment appear to be related to the operational context of the procedure. In this case, it was reported that the guide wire interacted with the challenging anatomy during removal, resulting in the reported difficulty during removal. Manipulation of the wire, when resistance was encountered, likely contributed to the reported material separation and break. Additionally, it was noted that the separated portion of the wire remains in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: medical device problem code 1528, and 1069 added.

Event description:
Subsequent to the previously filed report, additional information was provided that during removal of the balance middleweight hydro guide wire, resistance was met with the anatomy and the distal end began to unravel and separated. The tip remains in the patient anatomy. As the tip remained in the anatomy, dapt was also given for life. No additional information was provided.